Manufacturer narrative:
H.6. Investigation: one photo and two fully sealed 100-count shelf cartons from batch 0155077 were received and evaluated. The photo displayed two blister packs with one package having the top web facing up and one having the bottom web facing up. The batch information on the package could not be determined due to limited resolution. The 3ml syringe inside the package appeared to have most of the printed scale missing from the zero line to the 2.5ml marking with a potential ink ring in the logo area. The missing print was rejectable per product specification. All 200 syringes from the shelf cartons from batch 0155077 were visually inspected with no missing print or ink rings observed. Potential root cause for the missing print defect is associated with the marking process. Clogged manifold was determined to be the cause of the marking issue. The defect was found during the manufacture of batch 0297644. H3 other text : see h.10.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had no scale markings on it. The following information was provided by the initial reporter: "upon opening the 3 ml syringe, there were no graduations present."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had no scale markings on it. The following information was provided by the initial reporter: "upon opening the 3 ml syringe, there were no graduations present"